Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The same day as the event onset, the patient was hospitalized. The patient was treated with injection amikacin (125 mg; route, frequency, and duration not reported) and injection vancomycin (1g; route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient&#38112;recovery status and outcome of the event were unknown. No additional information is available.